Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted and there was liquid contamination on the battery board. The cause of the inabiliy to charge a battery is the corrupted u13 component and contaminated battery board. The root cause of the corrupted component cannot be positively identified. The root cause of the contaminated battery board is liquid ingress. No adverse event resulted from the corrupted component or contaminated board.